Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented for routine pulse generator change out, upon interrogation it was noted that the right atrial lead exhibited noise. The lead was capped and replaced successfully and without complications. The patient was in stable condition.